Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the programmer was not what they needed but the manufacturer felt they did based on the conversation. The patient made a second call to the manufacturer. Patient indicated that the implant not charging and the change in symptoms had been resolved. Patient also stated that they called and we figured out that the charger device was the problem so they sent a new one. There was no change in patient's activity level or change in device programming that could have led to the device not working.

Event description:
Additional information received from a consumer indicated the device was not working.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that they saw the charge the ins screen. Caller states they have been trying to charge but they are only seeing 3 little icons on the recharger. Caller states they are seeing the audio speaker, recharger battery level, and a plug. Caller states there is nothing else on the screen. They were asked to started a charge session but the screen did not change. Caller says the recharger was plugged into the wall. A replacement desktop charger was sent to the patient. The desktop charger had a damaged connector pin. Additional information was received stating that they received the desktop charger but it is still not charging the recharger. Caller states the green light is on the desktop charger and is plugged in arrow to arrow. A replacement recharger was then sent to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient went to an health care provider (hcp) that did not use the deep brain stimulation (dbs). The hcp told them the patient needed the ins replaced. The reason for the replacement per the hcp was the ins was not charging. The hcp used his equipment and tested the device and it showed the ins was at 25%. The hcp stated it was charging at a very low amount like 25%. The hcp stated it was not the external equipment, it was the ins. The caller wanted to find an hcp who worked with the dbs. The caller also reported a few years ago the patient had a problem with his device. She thought it was the same issue as above. He called the rep and she was able to resolve it over the phone. She did something to make it charge, to get it fully charged. The caller also reported the patient fell twice in the previous 24 hours. He fell last night and cut his head and fell the day of the call going into the hcp office. The caller stated the patient had not fallen lately at all and he was suddenly back in the wheelchair. No further complications were reported or anticipated.